Manufacturer narrative:
The patient complained of moderate pain. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include extended penile or scrotal pain and discomfort. On (B)(6) 2020, the patient returned for a follow-up after their procedure complaining of pain. The patient identified the pain on a 1-10 scale as a 4. The patient returned for additional follow-ups on (B)(6) 2020 and (B)(6) 2020. He did not report any complaints about pain in either of these follow-ups. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, pain is listed as an anticipated adverse event. The instructions for use (IFU) also identifies pain as potential adverse event, which is communicated to the patient prior to implantation. Pain is a common and anticipated side effect of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The complaint was reported within 1 week of the surgical procedure. Per post-operative guidelines, the patient had additional follow-ups both in person and via email. Just 1 and 2 days after the initial complaint, there were no further concerns with pain, nor in any follow-up communications thereafter. The patient sent photo updates every two weeks as discussed in post-operative guidelines, which showed healthy healing progress. The root cause can be attributed to expected post-surgical events in any implanted medical device within the first weeks of recovery. These events were temporary and not prolonged or permanent events as they were not reported in later weeks.

Event description:
Patient complained of moderate post-operative pain.